Manufacturer narrative:
Returned product analysis revealed a circumferential tear of the balloon material. The distal section of the balloon was bunched up toward the distal bond. The core wire, spring tip, and balloon bonds remained intact. The cause of the balloon damage could not be determined.

Event description:
During a ptca procedure, the balloon would not deflate. As the guide wire and balloon catheter were pulled back, the balloon deflated. No pt injuries or complications occurred.